Event description:
It was reported that the implant at tooth site #17 was removed due to periimplantitis. The patient arrived at the clinic with the implant and crown in his hands. Symptoms: abscess and pain.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number unknown / not provided. H6: additional h6- patient codes: 1690: abscess.